Event description:
It was reported that while in the cath lab, the md inserted the sheath into the pt's left femoral artery. The md found that he could not advance the intra-aortic balloon (iab) through the sheath. As a result, the md removed the iab and the sheath as one unit. Another iab was retrieved for insertion. There was no reported pt death or injury. The intra-aortic balloon pump (iabp) therapy was interrupted/delayed for the time it took to prep and insert the second iab. There were no reported pt complications. The pt outcome is "during therapy ok." Reference MDR # 1219856-2011-00183 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.